Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (sample 1 = 0.410 ng/ml, sample 2 = 0.410 ng/ml) from multiple patient samples processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were not reported out of the laboratory. Expected results (sample 1 = 0.012 ng/ml, sample 2 = 0.012 ng/ml) were obtained for the patient samples upon repeat analysis. In addition, higher than expected vitros trop I es results (0.200, 0.230 ng/ml) were obtained when processing a troponin free fluid (expected < 0.014 ng/ml) as the sample. There was no report of patient harm as a result of this event. This report is number four of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples processed on the vitros eci immunodiagnostic system. In addition, higher than expected vitros trop I es results were obtained when processing a troponin free fluid as the sample. An ocd field engineer is investigating current performance of the vitros eci immunodiagnostic system. It is unknown if the samples in question were processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing or an instrument related event cannot be ruled out as contributing factors. The root cause of this event is unknown, and the investigation is ongoing.